Event description:
It was reported that the reservoir of a basal/bolus infusor ruptured. This occurred during filling with an unknown drug using a syringe. The reporter stated that the infusor reservoir ruptured from the middle. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was returned for evaluation. Visual inspection identified the ruptured reservoir. Microscopic examination found an abrasion on the interior and exterior surface of the reservoir near the rupture line. The reported condition was confirmed. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.